Manufacturer narrative:
Additional information: the approximately 7 year old valve was reportedly explanted due to stenosis and high gradient. Morphological and histopathological examination found a tear the base of cusp 3. Cusp 2 had thinning and a loss of collagen in its base. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the stenosis, and any relationship to the noted thinning of the cusp collagen, could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21mm epic supra valve w/flexfit was implanted in the patient's aortic position. Very severe aortic stenosis occurred on the patient with the peak velocity noted as 5m/s and the pressure gradient as 100-150mmhg. On (B)(6) 2020, the epic supra valve was explanted, replaced with an inspiris resilia aortic valve(manufacturer: edwards lifesciences). There seemed to be no problem on the valve itself visually; no pannus formation was observed on the inflow side of the valve upon explant, and there was no tear on the valve, either. Pathological examination in order to find out whether there are any degeneration/deterioration, calcification, etc. On the valve and the leaflets is requested from the surgeon.